Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to protruded loose drive support disk. No unexpected motor error alarm during our testing and he motor was tested outside the device and passed motor test. The insulin pump has minor scratched display window, cracked reservoir tube lip, broken pump belt clip slot and missing end cap sticker. The insulin pump received without the original pump belt clip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported she was trying to changer her set and insulin was squirting out. Customer attempted several time and insulin continued squirting out. Customer stated the device alarmed motor error and another alarm. Customer's blood glucose was unknown. Customer was advised to disconnect from the device. Customer reported the insulin pump fell off the night prior to alarm. Customer had it attached with a rubber band because belt clip was broken. The drive support cap was sticking out. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.